Manufacturer narrative:
Follow up 03/01/2016: customer reported blood glucose (bg) level of 224 (mg/dl) and stated that bg levels have been in target range since correcting this bg level. Customer did not indicate how bg level was corrected. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl). Customer administered a correction bolus to treat bg level. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.